Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patient¿s ventricular tachycardia (vt). The rhythm was accelerated to ventricular fibrillation (vf) and a shock was appropriately delivered to terminate the rhythm. The patient was syncopal during this time. No additional adverse patient effects were reported. The device was later explanted to upgrade the patient's therapy.